Event description:
Reportable upon analysis complete on (B)(4) 2014. It was reported that the catheter shaft stretched. During prep, a renegade¿ hi-flo¿ catheter was flushed. It was difficult to remove the device from the packaging and once removed the shaft was noted to be stretched. The device did not enter the patient. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis found the shaft was broken.

Manufacturer narrative:
Age at time of event: over 18 years old. Device evaluated by MFR: the complaint device was returned for analysis. On visual inspection it could be seen that though the braiding was intact the shaft was broken 28cm from the hub. A coating confirmation test confirmed the presence of coating and coating damage was evident along the coated length. Most likely excessive force used in attempting to remove the microcatheter from the hoop caused the damage to the coating. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).